Event description:
It was reported that the device was intermittent and not reading right. The initial reporter could not confirm if this occurred during a procedure. There was no report of patient impact. The device has not been serviced by the manufacturer since 2008 as it has been serviced by a non-medtronic company.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation: maintenance review. No testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.